Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was fractured. If the cat7 is advanced against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed kinks throughout the length of the catheter shaft. This damage was incidental to the reported complaint. Some of these kinks may have occurred during advancement against resistance and packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal and tibial artery using an indigo system catheter 7 (cat7) and a non-penumbra sheath. During the procedure, while advancing the cat7, the physician experienced resistance and broke the cat7 at the proximal location near the rotating hemostasis valve (rhv). Therefore, the cat7 was removed from the patient. The procedure was completed using an indigo system catheter 6 (cat6) and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.